Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient underwent a coronary procedure in the mid left anterior descending (lad) artery. Rotational atherectomy was performed and a perforation occurred. A 2.8 x 16 mm graftmaster was implanted at the perforation and a second 3.5 x 16 mm graftmaster stent delivery system was advanced; however, the stent delivery system was unable to cross. The device was removed and it was noted that he perforation was sealed with the first implanted graftmaster. No additional graftmaster stents were required and no additional intervention was needed to seal the perforation. No additional information was provided.